Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while z6ms was connected. Investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00187) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during equipment testing and prior to the start of a transesophageal echocardiography (toe procedure in UK , tee in us), the sonographer was testing the transducer and it prompted a usacquisitionhw 40_0 error message as soon as it was connected to the ultrasound system. The study was delayed an hour while a new transducer was obtained to continue and finish the intended procedure. There was no loss of data and there no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00187) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g3). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1, e2, e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) information (see section g5), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6), provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the customer service engineer (cse) captured the savelog for review. The savelog review identified one fault (vnx under voltage fault) which could have contributed to the reported phenomenon. It was also confirmed that the user facility is not using proshield protective tip which is known to cause failures is z6ms transducers. When the z6m transducer is plugged in, the system comes up with usacquisitionhw_40_0 error message. Then the user selects a different transducer and the system works fine. When the user reselect the z6m transducer the system comes up with usacquisitionhw__0 error message and locks up the system. The user then has to do a hard shut down and then reboot the system.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause of the z6ms transducer displaying an error message was investigated. During device analysis, an error message was confirmed. The device failed the leakage test. Bite marks were observed on the articulation sleeve, as well as damage on the lens. Therefore, most probable cause was due to mishandling of the product. As a correction, a recommendation was for the customer to carefully handle the transducers.